Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer was instructed to add insulin to the same cartridge. Reportedly, the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.